Event description:
It was reported that an unspecified malfunction occurred. On the morning of (B)(6) 2025, the patient experienced a hypoglycemic event which caused the patient to become unconscious. She fell and sustained injuries to her left leg and arm as well as breaking the cgm receiver. The patient's husband was not able to check the cgm or a manual fingerstick while with the patient and called 911. The patient was transported to the hospital. The patient could not remember treatment details only that she was given oxycodone and morphine at the hospital and was there for 6 days. During the event, it was reported that the patient's blood sugar dropped to 51 mg/dl; however, it is unknown when this value was taken or if it was from the cgm or bg meter. At the time of the report, the patient was still recovering from the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code e1601 arthralgia.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/14/2025. It was clarified that prior to the patient losing consciousness, the last reading she recalled seeing was 51 mg/dl on the cgm.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information.